Manufacturer narrative:
The customer reported of getting communication loss on seven tiles on the central nurse's station (cns). They reported that these were all located on the same multiple patient receiver (org) and they had rebooted the central nurse's station (cns) already. No patient harm was reported.

Event description:
The customer reported of getting communication loss on seven tiles on the central nurse's station (cns). They reported that these were all located on the same multiple patient receiver (org) and they had rebooted the central nurse's station (cns) already. No patient harm was reported.

Event description:
The customer reported they were getting comm loss on seven telemetry tiles at the central nurse's station (cns). All telemetry devices were connected to the same multiple patient receiver (org). The customer had previously tried rebooting the cns, but the issue persisted.

Manufacturer narrative:
Details of complaint: the customer reported they were getting comm loss on seven telemetry tiles at the central nurse's station (cns). All telemetry devices were connected to the same multiple patient receiver (org). The customer had previously tried rebooting the cns, but the issue persisted. Technical support (ts) had them reboot the org, which resolved the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported communication loss was resolved by rebooting the org. The cause of the communication loss could not be identified therefore a root cause cannot be determined. As the issue was resolved by a device reboot, it is unlikely that the communication loss was caused by a device malfunction. The issue is likely network related. Complaint history review of the unit (pu-621ra, sn: (B)(6)) show no recurrence of communication loss issues. This issue was likely an isolated incident. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: org: model #: ni. Serial #: ni. Telemetry transmitters: model #: ni. Serial #: ni.